Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the units display is broken.

Manufacturer narrative:
Additional/updated information was added to reflect the concentrator being returned to the manufacturer for evaluation. The result of the evaluation was that the button on the control panel was broken, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer is stating that the units display is broken.